Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced additive droplets on the walls of the tube. The following information was provided by the initial reporter. The customer stated: some white spots have developed in a couple of the tubes although their expiry date is august 2021.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for 'droplets on tube walls' with the incident lot was observed and showed the acceptable level of additive spray on the tube walls. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to 'droplets on tube walls' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced additive droplets on the walls of the tube. The following information was provided by the initial reporter. The customer stated: some white spots have developed in a couple of the tubes although their expiry date is august 2021.